Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-04408.

Event description:
It was reported that the customer experienced bent electrode cannulas on her sensor upon insertion, as well as intermittent calibration error alerts. While troubleshooting, it was determined the customer was performing calibrations in adherence to instructions for use recommendations. It was also reported that the customer received two consecutive calibration error alarms before receiving a change sensor alarm. The bent cannula was discovered upon removing the sensor. At the time of reporting, the customer was not wearing a sensor and her blood glucose was 121 mg/dl. Nothing further was reported.